Event description:
It was initially reported that the device was producing uneven cuts. Additional clinical info determined that the issue occurred during surgery where there was a pt injury reported. There was no impact/damage to the graft harvest reported, however there was an additional procedure required to suture the skin together as a result of the laceration. An alternate device was retrieved and used to complete the surgery with a delay of approximately 1-15 minutes while the pt was under anesthesia.

Manufacturer narrative:
The device was manufactured on 3/20/2001 and has no repair history at zimmer surgical since july 2011. Investigation revealed damage to the head, width plates, the screwdriver and the throttle lever. Prior to repair, the device was outside calibration specifications at all tested thickness settings by a however, side to side calibration only failed at the zero thickness setting. Repair of the device included replacement of the head, width plates, screwdriver, throttle lever and standard repair parts. The reported event was not reproduced during testing; however, the lack of calibration of the device at all tested thickness settings, most likely due to lack of preventative maintenance, most likely led to the customer's reported event. Per the instructions for use, "the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." The device was repaired and scheduled to be returned to the customer.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.